Event description:
The customer called to inquire about the consequences of using expired materials for measuring hemaglobin (hgb) for the qualification of donors donating red blood cells (rbcs) on the trima. The customre declined to provide patient information for this event. This report is being filed due to device malfunction in the form of operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). The terumo bct support specialist informed the customer that potentially the donor was not qualified to donate an rbc product and the rbc potency might be in question. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation: information was provided to the customer informing them that terumo bct considers this a high priority event and attempts were made to obtain further information. The customer stated they understood and considered this issue is related to internal processing and did not consider this to be related to terumo (B)(4) products. Based on this view they declined to provide additional information regarding the reported condition. Therefore further investigation cannot be completed. A trend code report did not identify any other reports of potential data entry errors due to the customer using expired product to calculate donor hematocrit. Root cause: this issue was clearly identified as operator error. The equipment performed as specified.